Manufacturer narrative:
Field svc engineer (fse) was onsite on (B)(4) 2008 and found gel on the sample probe. The sample probe was replaced and alignments verified. The fse returned on (B)(4) 2008 and (B)(4) 2008 and ran sys checks, carryover assessment, and substrate decontamination to verify repairs. No issues were noted. No definitive root cause can be determined from this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter inc., (bci) regarding one non-reproducible result on one pt for troponin assay. The customer re-ran the samples and they were within the range spec. The initial, elevated accutni (troponin) result was reported outside the lab. It is unk if there are reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.